Event description:
Early 60¿s male with recent history of shortness of breath and abnormal ECG and stress test. Procedure: diagnostic heart cath. When the vascade was used for closure to right femoral artery, the yellow to blue key would not unlock the distal end to expose the collagen. Manual pressure applied and discharged the same day. No known harm to patient. This is not the first time this product has been reported for the same reason. Please refer to (B)(4). Manufacturer response for 6/7f vascade vcs, vascade vcs (per site reporter). Will obtain.